Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: canada. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that at unknown timing on (B)(6) 2024 there was damage and leaking air, where the hose connects to the air dermatome handpiece. There was no report of harm or delay. No additional information is available. Diligence is complete. No adverse events were reported as a result of this malfunction.

Event description:
It was reported that at unknown timing there was damage where the hose connects to the air dermatome handpiece, creating an air leak. Any harm to a patient or any delay to a procedure is unknown. No additional information is available. Diligence is complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record determined the swivel and hose were damaged. The swivel and hose were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.